Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted (specific not reported) and the patient was re-implanted with another cochlear device during the same. Additional information has been requested but has not been made available as of the date of this report. Surgery.